Event description:
The hospital reported inaccurate tidal volumes caused by flow sensor diaphragm stuck open during pre-use checkout. There was no report of patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The expiratory flow sensor was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).the distributor performed a checkout of the equipment and confirmed the reported complaint. The expiratory flow sensor was replaced to resolve the issue.